Event description:
The customer reported that a radio frequency lung ablation was performed on the patient in 2009. In cts and xps taken immediately after the operation and the next morning, nothing was found wrong. However, 30 hours post operatively, the following day, the patient complained of chest pain. Although a CT was immediately taken and pneumothorax was found, the patient died of cardiopulmonary arrest soon after that.

Event description:
It was reported that the handpiece began overheating during an oral extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 810:11" but could not duplicate. As a precaution the air-in-line printed circuit board (ail pcb) will be checked for calibration. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4) uim master software versions with a software configuration number ending in uim: (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
The facility reported an infusion pump with failure code 810:11 on channel a which occurred during patient therapy. The pump was noted as being connected to the patient in the ICU. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.